Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training has been requested. The customer report of use error-breach in aseptic technique and peritonitis was confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). Further information was received from a consumer. On an unreported date, dianeal therapy was withdrawn. On an unreported date, the pd catheter was removed. The patient still remained hospitalized. The patient was recovering from the event of peritonitis. Per the local baxter affiliate, the patient was retrained on aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by baxter employed health professional from (B)(6) of did not wear a mask/area not clean before starting pd and bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began treatment with green 2.5% ultrabag therapy with (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient did not wear a mask and the area was not clean before starting pd which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was treated with continuous inj. Fortum (1gm, night bag) and inj reflin (1gm-ip, night bag). It was unknown if the patient recovered from the peritonitis. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.